Event description:
It was reported the patient has "suffered for years" with "faulty equipment". Patient also reports "pain and suffering". The device was explanted and replaced. No patient complications have been reported as a result of the devices.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.